Event description:
It was reported that there was erroneous results with a bd vacutainer® trace element serum plus blood collection tubes. Traces of cobalt, chromium, molybdenum, tin and vanadium were found. This occurred on 10 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (3 of 3 complaints) there are trace amounts of the following in this lot number: cobalt, chromium, molybdenum, tin and vanadium (concentration present is close to the reference interval upper limit).

Manufacturer narrative:
H.6. Investigation: bd received photos and expired samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd recommends the use of our bd vacutainer® trace elements tube (ref (B)(4) or (B)(4) for analysis of the following: manganese (mn), lead (pb), iron (fe), copper (cu), chromium (cr), cadmium (cd), arsenic (as), antimony (sb), magnesium (mg), calcium (ca), zinc (zn), selenium (se), mercury (hg). We have not validated any of the bd collection tubes for aluminum testing. A review of specimen handling parameters should be reviewed for this tube type. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was erroneous results with a bd vacutainer® trace element serum plus blood collection tubes. Traces of cobalt, chromium, molybdenum, tin and vanadium were found. This occurred on 10 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (3 of 3 complaints). There are trace amounts of the following in this lot number: cobalt, chromium, molybdenum, tin and vanadium (concentration present is close to the reference interval upper limit).